Event description:
User facility reported that the pt was having surgery performed with the product listed in use. According to reporter, the product cuff deflated within 20 minutes. As a result, the product had to be removed and exchanged for another during the surgical procedure. According to reporter, no cuff problems were detected during testing prior to placement. No permanent adverse effects reported.

Manufacturer narrative:
Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.